Event description:
It was reported that the patient underwent a surgical procedure to remove the tactra penile prosthesis due to unspecified reasons. A new tactra was implanted. There were no reported patient complications.

Event description:
It was reported that the patient underwent a surgical procedure to remove the tactra penile prosthesis due to unspecified reasons. A new tactra was implanted. There were no reported patient complications.